Event description:
It was reported that the patient with this tactra malleable penile prosthesis developed a sinus hole inside their penis. Exploratory surgery confirmed there was no infection, just a draining sinus. Inspection found that the hole did not extend into the corpora so the device was left implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis developed a sinus hole inside their penis. Exploratory surgery confirmed there was no infection, just a draining sinus. Inspection found that the hole did not extend into the corpora so the device was left implanted. No further patient complications were reported.